Event description:
Procedure type: inguinal hernia repair. According to the reporter: oval dissection balloon could not be withdrawn through the structural balloon trocar cannula. Entire device was removed from pt, new trocar was inserted through existing opening. The operating time was not extended as a result. There was no bleeding and no pt injury was reported.

Manufacturer narrative:
Date initial report sent: 08/12/2008.